Event description:
Information received from (B)(6). Reason for revision not provided. Additional information reports patient activity level impaired, no restricted rom, can walk 5-15 minutes without pain. Update (B)(6) 2014 - complaint reopened as formal claim received from (B)(6). Patient complaining of aching, discomfort and pain. Claim confirms possible radiolucency noted in (B)(6) 2012, associated with right acetabular component. CT scan (B)(6) 2012 showed 2 cavities in right side acetabular. During revision trunnion wear noted with oxidation and blackening, bone grafting required for cavities. Histology report confirmed alval.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No reason for revision has been identified and no further information or investigational inputs have been made available. A search of the complaints databases finds one other report against the 1837698 lot code. A search of the complaints databases finds no other reports against the remaining part/lot combination. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.